Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 255 mg/dl.

Manufacturer narrative:
Remove codes 104, 12, 213. 67.